Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Pump also received with cracked case behind the pump near the battery compartment.

Event description:
Customer reported via phone call that the insulin pump had crack on back part where the battery was located. The customer blood glucose level was 327 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.